Event description:
Report that the pt was receiving treatment as an in-patient at a hospital. Part of the pt's care was the administration of morphine via syringe driver. It is suspected that the dose originally intended for infusion over 24 hours, was infused in two hours.